Event description:
The pt was implanted with a tissue expander on 12/5/1997. Subsequently, the pt experienced a deflation of the device and an infection of the breast. The device was removed on 2/17/1998.